Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, inner/outer shaft, hypotube were microscopically and tactile inspected. Inspection revealed inner shaft buckling inside of the entire balloon area (approximately 150mm) and a shaft perforation located 15cm from the tip of the device, and damage to the tip of the device. The shaft perforation was angled out proximally, suggesting that the guidewire may have perforated the shaft. Functional testing was performed by attaching an inflation device, filled with water, and attaching it to the hub of the coyote. Positive pressure was then applied to the balloon and was inflated to 14 atmospheres and water was found to be leaking from the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon rupture occurred. The patient underwent endovascular treatment. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with 150cm 3mm×150mm coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the balloon rupture occurred. The patient underwent endovascular treatment. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with 150cm 3mm×150mm coyote balloon catheter. No patient complications were reported.